Event description:
It was reported that the tip for dhs/dcs impactor broke off and the depth gauge for 2.0mm and 2.4mm screws metal piece broke off. The torque wrench tip broke off in surgery. There was no negative impact to patient and there was no delay in surgery. The depth gauge metal piece broke off in sterile supply and there was no patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No patient information provided. Device is an instrument and is not implanted / explanted. Service history review: lot #4666203. No service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number and serial number are the same, however lot number was added for clarity. A service history review was performed for the updated lot number: 455203. Service history review: updated lot #4555203 ¿ no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the 338.26 tip for dhs/dcs impactor is part of an instrument routinely used in the dhs/dcs dynamic hip and condylar screw system. The device was returned and reported to have broken during surgery. This condition is confirmed; a large chunk of the impactor tip has broken off from the device leaving an irregular fracture surface at the distal tip of the device. It is likely that rough handling and hammering over several years of use has led to this complaint condition. The balance of the returned device is worn though in working condition. The manufacturing date is unknown for this device and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. The assessment adequately addresses the complaint event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the tip was broken. The repair technician reported damaged component as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 4-jun-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.